Event description:
I was subject to the davinci surgical robot which you have approved. The MFR reported there was no adverse effect to the pt. Yes there was. Really too many to list but the robot broke down three times during the surgery and was sent back to the MFR of the product. I subsequently, within 6 months, had six hospitalizations after the surgery. Either the doctor or the MFR. Intuitive surgical inc. Da vinci surgical system endoscopic instrument control system. Back to search results: model # is1200. (B) (6). Event date: (B) (6) 2007. Event type: other. Pt outcome: MFR narrative: the investigation conducted by isi field service engineering concluded that system error codes #20009 and #21009 were experienced by the customer and not system error code #20008. This system error code was associated with a pt side manipulator -psm-. The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error codes #20009 and #21009 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor -encoder- and the secondary sensor -potentiometer-. The system alarm -system generated fault code- functioned as designed and there was no injury to the pt. Upon determining this condition, the safety system put da vinci in a "recoverable safe state". Based on the system error logs, two motor encoders were replaced. As of jan 07, 2007, there have been no reported recurrences of the issue at this hosp. Event description: it was reported that during a da vinci procedure, the customer experienced multiple occurrences of system error code #20008. Initially, the site was able to override the error and continue with the case, but the error recurred and could not be overridden. No pt harm, adverse outcome, or injury was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery. Search alerts/recalls. New search / submit an adverse event report. Brand name: da vinci surgical system. Type of device: endoscopic instrument control system. MFR - intuitive surgical inc. (B) (4). (B) (4). Report# 2955842-2008-00017. Device sequence #1. Product code: nay. Report source, MFR, source type, user facility. Reporter occupation: unk. Remedial action: repair. Type of report initial report date: 01/07/2008. One device was involved in the event. One pt was involved in the event. Date FDA received: 01/07/2008. Is this an adverse event report? Yes. Is this a product problem report? Yes. Device operator: service personnel. Device model #: is1200 (B) (6). Was device available for eval? Device returned to MFR. Date returned to MFR: 12/21/2007. Is the reporter a health professional? No. Was the report sent to the MFR? No. Date MFR received: 12/14/2007. Was device evaluated by MFR? Yes. Date device manufactured: 09/01/2000. Is the device single use? No. Is this a reprocessed and reused single-use device? No. Is the device an implant? No. Is this an explanted device? Type of device usage: reuse. Pt treatment data: date received: 01/07/2008. Pt sequence #1 treatment. Treatment date: 1, da vinci surgical system instruments and accessories.

Event description:
I was subject to the davinci surgical robot which you have approved. In their adverse report to you, the MFR reported there was no adverse effect to the pt. Yes there was. Really too many to list, but the robot broke down three times during the surgery and was sent back to the MFR of the product. I subsequently, within 6 months, had six hospitalizations after the surgery, so someone is lying to you. Either the doctor or the MFR. The following is there report to you: intuitive surgical, inc. Da vinci surgical system endoscopic instrument control system back to search results. Model number is1200 a4.3p9. Event date (B) (6) 2007. Event type: other pt outcome other; MFR narrative: the investigation conducted by isi field service engineering concluded that system error codes #20009 and #21009 were experienced by the customer and not system error code #20008. This system error code was associated with a pt side manipulator -psm-. The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error codes #20009 and #21009 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor -encoder- and the secondary sensor -potentiometer. The system alarm -system generated fault code- functioned as designed and there was no injury to the pt. Upon determining this condition, the safety sys put da vinci in a "recoverable safe state". Based on the sys error logs two motor encoders were replaced. As of (B) (6), 2007, there have been no reported recurrences of the issue at this hosp. Event description it was reported that during a da vinci procedure, the customer experienced multiple occurrences of sys error code #20008. Initially, the site was able to override the error and continue with the case but the error recurred and could not be overridden. No pt harm, adverse outcome, or injury was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery. Search alerts/recalls new search / submit an adverse event report brand da vinci surgical system type of device endoscopic instrument control system MFR -selection d- intuitive surgical, inc. (B) (4). Device event key (B) (4) MDR report key (B) (4). Event key (B) (4). Report number 2955842-2008-00017. Device sequence number 1 product code nay report source MFR source type user facility reporter occupation unk remedial action repair type of report initial report date: 01/07/2008. One device was involved in the event. One pt was involved in the event. Date FDA rec'd 01/07/2008. Is this an adverse event report? Yes. Is this a product problem report? Yes, device operator service personnel device model number is1200 a4. 3p9. Was device available for eval? Device returned to MFR. Date returned to MFR: 12/21/2007. Is the reporter a health professional? No. Was the report sent to MFR? No. Date MFR rec'd: 12/14/2007. Was device evaluated by MFR? Yes. Date device manufactured: 09/01/2000. Is the device single use? No. Is this a reprocessed and reused single-use device? No. Is the device an implant? No. Is this an explanted device? Type of device usage reuse pt treatment data. Date received: 01/07/2008. Pt sequence number: 1. Treatment date: da vinci surgical sys instrument and accessories. Hospitalized 7 times after treatment with device.